Event description:
This is a case report received by baxter from the customer. The customer reported an accusol bag has a broken connector. This was before therapy there was no patient involvement.

Manufacturer narrative:
(B)(4). A batch review completed and was acceptable. A trend review was completed and there was no significant trend. No sample available for analysis. The baxter (B)(4) are currently investigating a redesign to this clampex connector. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.